Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device is still implanted and awaiting explant. There were no adverse consequences to the patient.